Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had high blood glucose. The blood glucose level of 450 mg/dl and 400 mg/dl at the time of the incident. The customer stated that, the customer did not actual input the settings causing no insulin to be delivered while in use. The insulin pump will not be returned for analysis.